Event description:
It was reported that the patient was not getting as much coverage out of the stimulator due to lead migration, and therefore underwent a revision procedure. Additional information was received that the patient was doing well postoperatively, and the explanted leads were kept by medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs- linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient was not getting as much coverage out of the stimulator due to lead migration, and therefore underwent a revision procedure.